Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the operating room for change out due to normal eri. Fluoroscopy showed externalized conductors. Lead fracture was also noted. The lead was then capped and replaced. The patient status is good.